Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the customer reported issue. The device was tested for flow rate accuracy at rates of 40 ml/hr and 125 ml/hr and results were within +/-5% specification. The reported condition was not verified. No cause was identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump needed calibration for infusion rates. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.